Event description:
It was reported that the jrny ii cr lkg fem imp bumper lt broke into pieces while being used in the patient. No pieces were left inside the wound. An s&n backup was not required as the procedure was completed with the same device. A delay of less than 30 minutes reported. No additional patient injuries reported.

Manufacturer narrative:
H3,h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports that the femoral impactor bumper broke during the procedure. Per complaint details, no pieces were left inside the patient; a backup device was not needed, and there was no surgical delay. Therefore, no further clinical assessment is warranted. A visual inspection confirmed the jrny ii cr lkg fem imp bumper lt is broken in two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.